Manufacturer narrative:
B3 date of event: estimated based on the aware date of (B)(6) 2020. B2 outcomes attrib to adv event corrected from not applicable to required intervention to prevent permanent damage.

Event description:
It was reported that vessel perforation occurred. The patient's vessels were severely calcified with lesions located in the left main trunk (lmt), left anterior descending (lad) and left circumflex (lcx) arteries. A rotablator (1.25mm and 1.5mm burr) was used with opticross guidance in the lad. A 2.25 x 32mm synergy stent was uneventfully placed in the mid lad followed by a 3.0 x 38mm synergy stent from the mid to proximal lad overlapping the previous stent. After placement of the 3.0 x 38mm stent, the delivery system was removed and a large perforation appeared very close to the overlap region between the two stents at a bend in the lad. A covered stent was used to seal the perforation using ping-pong technique. A guidezilla was then used and supported the rotablator (1.25mm burr) to the left main trunk/proximal lcx. A 2.25 x 28mm synergy stent was implanted in the lcx and a 4.0 x 12mmsynergy stent was implanted in the lmt. The case was finished with an excellent result.

Manufacturer narrative:
Date of event: estimated based on the aware date of 10feb2020.

Event description:
It was reported that vessel perforation occurred. The patient's vessels were severely calcified with lesions located in the left main trunk (lmt), left anterior descending (lad) and left circumflex (lcx) arteries. A rotablator (1.25mm and 1.5mm burr) was used with opticross guidance in the lad. A 2.25 x 32mm synergy stent was uneventfully placed in the mid lad followed by a 3.0 x 38mm synergy stent from the mid to proximal lad overlapping the previous stent. After placement of the 3.0 x 38mm stent, the delivery system was removed and a large perforation appeared very close to the overlap region between the two stents at a bend in the lad. A covered stent was used to seal the perforation using ping-pong technique. A guidezilla was then used and supported the rotablator (1.25mm burr) to the left main trunk/proximal lcx. A 2.25 x 28mm synergy stent was implanted in the lcx and a 4.0 x 12mm synergy stent was implanted in the lmt. The case was finished with an excellent result.